Event description:
It was reported that review of a (B)(4) transmission showed capture, sensing, and lead impedance tests for all all three leads as not performed. However, when navigating the test screen, valid test results for all capture, sensing, and lead impedance tests were observed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.